Manufacturer narrative:
Received via medwatch report number 0700220000-2021-8041. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during infusion of sevoflurane and propofol on a spectrum iq pump, inadequate sedation during a laparoscopic right ovarian cystectomy. Post surgery, the patient reported they were aware during the surgical procedure and could recount various aspects of the procedure like abdominal prep solution and a sharp sensation or pain and tugging inside the abdomen. However, they were unable to move. Medical intervention was not reported. No additional information is available.